Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, post-sensed t-wave oversensing was observed. Patient was asymptomatic. Programming changes were recommended.